Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) event that was identified in the patient therapy log on (B)(6) 2011 at 07:42:16 with drain volume of 2744 ml + post therapy drain of 1565 ml = 4309 ml) during cycle 4. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the increased intraperitoneal volume (iipv) was confirmed in the logs but not duplicated during evaluation. The root cause was insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Device met specifications relative to iipv in the logs. There were no problems found during an internal inspection of the device that would have contributed to the iipv. No issues were identified during a review of the device's previous service history record (shr) that may have contributed to the additional iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.